Event description:
It was reported that when firing 2 white reloads and 1 blue reload in gastric bypass procedure, the orange pieces (that indicate the reload has been fired) fell out of the reload into the patient before removal after firing. When the reload was removed from the stapler on the back table, the metal brackets fell off the reload. The surgeon removed the orange pieces from the patient. The rep advised the surgeon and staff to open a new gun and reloads. Subsequent firings had better results with no issues. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2022. D4: batch#:766a13. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three reloads present. The reload (b and c) was received fully fired, with the pan disassembled and the reload body broken. The reload (d) was received fully fired, with the pan partially dislodged from the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.